Event description:
Per the clinic, the patient experienced an external auditory canal (eac) stenosis due to a cholesteatoma (unrelated to the cochlear implant), leading to an explant. The device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.